Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred immediately at the onset of hemodialysis (hd) treatment. The blood leak was visually observed in the header of the device (on the arterial side). A small crack was reportedly identified on the header of the device, however, it was confirmed that there was no external leak at this location. No other dialyzer damage was visible. The machine did alarm. A blood test strip was used to test the dialysate for blood and the strip tested negative. The majority of the patient's blood was then returned. The patient's blood loss was reported to be extremely minimal; estimated blood loss (ebl) was approximately 2ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was returned for manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with evidence of blood exposure. Coagulated blood was noted between the polyurethane (pu) cut surface and screw flange on both ends of the dialyzer and between the housing/screw flange threads (on the cavity ID end). During gross visual examination of the device, a short fiber was noted on the circumference of the fiber bundle (and on the cavity ID end) at approximately 30 degrees (with the dialysate ports situated at 0 degrees). No other damage or irregularities were noted on the returned sample. The dialyzer was subjected to a laboratory leak test where a leak was noted on the cavity ID end of the device within the location of the observed short fiber. The device was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed from the dialyzer to better isolate the source of the leak. The fiber bundle was then withdrawn from the housing and submerged in a water bath while a low air volume was pumped through the fibers. The investigator was able to isolate the leak and visually confirm the presence of a short fiber on the cavity ID end of the device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A short fiber was identified during visual examination and a leak was found within the location of the observed short fiber during bubble point testing. Therefore, the complaint has been deemed confirmed.